Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during implant, the longevity bar of the device remained green; however, during final programming, a sudden loss of telemetry and a grey bar were observed. The device was rechecked the next morning and noted to be functioning as programmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.